Manufacturer narrative:
Confirmed the presence of the k antigen on retention capture- rready-screen (I and ii), lot x216 and capture-r ready-ID, lot id091. The customer did not return the sample for investigation testing. It is not possible to rule out the sample as a cause of the event.

Event description:
Customer reported unexpected negative reactions for a patient sample tested on the galileo with the 2_cell screen assay. The sample was repeated a few days later and still tested negative on the galileo.